Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.